Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump has the blank display. The blood glucose level was unknown. Troubleshooting was performed but customer stated the display is still blank. Customer also found that metal ring was broken off but they were able to get pump up and running. The product will not be return for the analysis.